Event description:
It was reported the pump had more volume than expected. The expected reservoir volume was 1.7 ml and the actual reservoir volume was 12 ml. Both dye and roller studies results were "ok". The hcp may replace the catheter at some point if intermittent relief symptoms continue. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. No outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.